Event description:
Report received from baxter states the device delivered an epidural infusion of 10ml in one hour versus the expected 2ml/hr. According to baxter, the patient experience low blood pressure, however, no specific information was provided. The report states the patient was not treated. The infusor contained 94ml of 10.25% bupivacaine hci. According to baxter, it is unknown if the patient used the bolus button. Although requested, no additional information was provided regarding the patient's blood pressure reading at the time of the event.